Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing of the ventricular signal resulting in non-sustained ventricular tachycardia (nsvt). Further evaluation is expected to be completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.